Event description:
Customer was unable to treat a prostate pt due to repeated limit switch faults that culminated in an "electronics defective" error message. The treatment could not be finished and pt needed to be rescheduled.